Event description:
It was reported that during routine inspection of the video system center a e105 lamp error was observed. There were no reports of patient involvement.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: the power supply inlet was deformed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code e105 is displayed due to a failure of the light emitting diode (led) unit. Also, the deformation was caused by a strong external impact. Olympus will continue to monitor field performance for this device.